Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has wire broken, as part of overall visual revision. Visual inspection revealed that the device has the body broken; it is fractured approximately at 326.5 cm from the proximal end. The distal section of the guidewire was returned, it measures approximately 3.4 cm from the tip, the spring tip is kinked. Dimensional inspection was done. The overall length could not be performed due to the device condition. Outer diameter of the distal tip, middle and proximal section of the device were noted to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11547. It was reported that the rotawire became stuck in the lesion and detached. A 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink¿ plus and a rotawire¿ were used for ablation. Upon preparation, the rotawire was advanced to the target lesion while the rota burr was tested on its rotational speed outside the patient's body. However, the rota burr did not reached the set operational speed which was 180,000rpm as the rotation went down to 150,000rpm. The rotawire was then pulled out to the proximal side but the tip could not be moved, the distal part of the wire got stuck within the calcification and became detached. The detached wire was removed out of the patient's body using a snare. No fragments were left inside the patient's body. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11547. It was reported that the rotawire became stuck in the lesion and detached. A 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75 mm rotalink¿ plus and a rotawire¿ were used for ablation. Upon preparation, the rotawire was advanced to the target lesion while the rota burr was tested on its rotational speed outside the patient's body. However, the rota burr did not reached the set operational speed which was 180,000 rpm as the rotation went down to 150,000 rpm. The rotawire was then pulled out to the proximal side but the tip could not be moved, the distal part of the wire got stuck within the calcification and became detached. The detached wire was removed out of the patient's body using a snare. No fragments were left inside the patient's body. The procedure was completed with a different device. There were no patient complications reported.